Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, the yellow o-ring was visible in the battery cap, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/05/2017 with the following findings: review of the black box data revealed records of rebooting. On examination, the battery compartment was confirmed to be damaged/cracked. The threads on the returned battery cap were stripped and the cap was not able to maintain electrical connection when placed on the pump ; a test cap was used for the investigation. The pump was exercised for 24 hours without any interruption in power during the investigation. A power issue was confirmed using the returned (damaged) battery cap. (B)(4).